Event description:
According to the available information the patient had a balloon burst when the catheter was bypassed / pulled out. Catheter was replaced. No harm to the patient.

Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the patient had a balloon burst when the catheter was bypassed / pulled out. Catheter was replaced. No harm to the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 9505257. On 02nd august, we received the documentary investigation report from our subcontractor concluding that:" the probably root cause of this issue was a problem with balloon¿s raw material". Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing: - nc tw822426: "pb ballons (bulles + agglutinés)" opened in 16 january 2023 - CAPA-(B)(4). "Balloon issues on folysil and silicone prostatic catheters". The balloon bursting on folysil catheters is specifically monitored. Unfortunately no sample is available from the customer and we cannot go further than the documentary.